Manufacturer narrative:
(B)(4): stent cover damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted on (B)(6) 2011 to treat a 6 cm esophageal stenosis during a stent placement procedure. According to the complainant, on (B)(6) 2011 during an upper gastrointestinal (gi) endoscopy procedure, it was noticed that the stent cover on the ultraflex esophageal covered stent was missing. The cover appeared to have dissolved; however, the function of the stent was reported to be okay. Additionally, no visible ingrowth was reported, and the physician remains satisfied with the position of the stent. A second ultraflex esophageal covered stent was implanted within the first stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable at the conclusion of the procedure.